Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had an irritation caused by the lifevest. The irritation was described as a spreading red and itchy rash. The patient's nurse reported that the patient was having a "massive allergic reaction". There was no alleged device malfunction. The patient received an intravenous supply of cortisone at the hospital. The rash was reported as healed after removal of the lifevest.